Manufacturer narrative:
No button error alarm was noted. The pump had no button response due to corroded keypad traces. Unable to perform the functional testing due to the unresponsive buttons. The pump also had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was 34 mg/dl. Customer had treated for their blood glucose. It was also found the customer almost had a seizure and passed out due to their low blood glucose. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.